Event description:
It was reported the patient was not able to adjust stimulation and they changed their batteries, but still had difficulties with the programmer. It was stated the patient¿s programmer screen was showing a ¿call your doctor¿ icon and a power on reset (por) message the day of the report. It was noted the patient noticed this picture on their programmer the day prior to report and they were also not feeling stimulation since the day prior to report. Reportedly, the patient was at the emergency room the day before report for something not related to their device therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v128377, implanted: (B)(6) 2008, product type: lead. (B)(4).